Manufacturer narrative:
The customer did not return a sample for evaluation. The lot was identified as lot 986166m, manufactured in november 2014. A device history record review for the lot was conducted. The device history record review had no abnormalities and did not point to a root cause because the lot was released based on the manufacturer's acceptance criteria. No additional investigation is required based on device history review. A complaint history review indicates one additional complaint was associated with this lot. The root cause for the customer complaint issue cannot be determined. All knives are 100% visually inspected and tested for penetration during manufacturing. (B)(4).

Event description:
An ophthalmologist reported that three knife blades did not cut well during surgery. There was no patient harm. Additional information has been requested.